Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number 12b02p with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The evaluation found nonconforming product described as a fiber breakage, which verified the reported issue of a blood leak. However, a cause of the leaking dialyzer could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that blood leak occurred in a dialyzer while in use on a patient (pt) for hemodialysis treatment in a dialysis center. About two minutes into the treatment, the staff noticed a blood leak at the red end of the dialyzer. The leak was further described as a small leak near the red connector where the arterial line goes into the dialyzer. No further information was provided. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection was performed by the naked eye and no obvious defects were found. The dialyzer was primed with water and then drained out. Functional testing was performed with an underwater fiber intensity test. There were bubbles coming out of the dialysate port at the arterial end. This is leakage of broken fibers. Should additional relevant information become available, a follow-up will be submitted.